Manufacturer narrative:
Investigation results were made available. A technical investigation was not possible to perform, as the device was not at hand for investigation. The DHR check could not be performed as the lot number was not available. The trend analysis could not be performed as no reference number was available. The compatibility check could not be performed as no product information was provided. Review of event description: it was reported in a journal article that a patient was revised in cause of aseptic loosening. Implantation and revision surgery dates are unknown. No other details about the event were provided. No other source documents were provided for review. Possible causes for the reported event according to sap dfmea: aseptic loosening -> due to insufficient primary stability due to design. Aseptic loosening, migration of implant -> due to insufficient secondary stability due to surface structure. Aseptic loosening, pain -> due to insufficient fatigue strength of material and design fracture of implant: mechanical failure of the ring / cage. Mechanical failure of the flanges. Mechanical failure of the hook. Failure of bone screws. Stress shielding leading to aseptic loosening -> due to incorrect distribution of load due to design. Aseptic loosening -> due to release of wear particles (metal and cement), bone to cage / cage to cement screw to cage / screw to cement. Aseptic loosening -> due to failure of connection ring / cage and bone screw. Aseptic loosening -> due to loss of binding safety of the cement interfaces: ring / cage - bone cement - cup. Stress shielding leading to aseptic loosening -> due to incorrect distribution of load due to insufficient bony support of implant. Aseptic loosening -> due to wrong cementing technique. Comparison to investigation results whether it is possible and justification: not possible. According to the complaint summary an adverse trend due to inadequate design would have been detected. Possible. The product was not returned for the investigation, therefore it cannot be excluded. Possible. Neither x-rays, operative notes nor product were received, therefore it cannot be excluded. Possible. Neither x-rays nor operative notes were received for the investigation, therefore it cannot be excluded. Possible. Neither x-rays, operative notes nor product were received, therefore it cannot be excluded. Based on the given information and the results of the investigation, the complaint could not be confirmed as the alleged failure could not be identified or reproduced. (B)(4).

Manufacturer narrative:
The manufacturer did not receive devices, x-rays, or other source documents for review as the patient has not been revised. As no lot numbers were provided for the devices, the device history records could not be reviewed. A cause for this specific event cannot be ascertained from the information provided. Should additional information become available and an investigation result be available, that changes this assessment, an amended medical device report will be submitted. Zimmer's reference number of this file is (B)(4).

Event description:
It was reported in a medical journal that (B)(6) patients received an unknown roof reinforcement ring on an unknown date. According to the article, one of the patients was revised on an unknown date due to aseptic loosening.